Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was over 500 mg/dl at the time of incidence and current value was 204 mg/dl. Customer stated that infusion set cannula was bent that causing the blood glucose high. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The auto mode was active. The insulin pump will not returned for analysis.